Event description:
Patient called into pump support to report that the buttons on the keypad (up and down arrows) are difficult to get a response from with the first button press. Patient confirms there are no rips/tears on the keypad. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has benn returned to animas for evaluation with the following findings: keypad is intact with no evidence of peeling or damage. Complaint regarding up/down key was not duplicated. Tested all keys all keys are responsive. Removed keypad to check for contamination and noticed contamination under up/down/contrast/ok key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.